Event description:
User experienced discrepant creatinine results for six samples. Three patient examples were provided (no units of measure given). Patient 1, initial result 2.72, repeat 1.72. Patient 2, initial result 2.25, repeat 1.3. Patient 3, initial result 1.55, repeat 1.08. Initial results were reported, the hospital ward questioned the results, and contacted the lab. No information provided to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.